Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Literature reference: al-juburi, et al. "Laparoscopy shortens length of stay in pts with gastric electrical stimulators." Jsls journal of the society of laparoendoscopic surgeons. 2005; 9:305-310. Thirty-six pts underwent a gastric electrical stimulation implantation using either laparotomy or laparoscopy. The article compares the use of laparotomy vs. Laparoscopy. It was reported one pt in the laparotomy group died. The cause of death is unk. No further details were provided.